Event description:
Pump declared alarm 20 during pumping, and it did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Cts assisted the caller in loading a new cartridge following the proper technique, and the caller successfully resumed insulin therapy.